Manufacturer narrative:
H11 h3, h6 part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, suture, and variable depth straw were not returned. The insertion device has no visible defect. No functional testing can be conducted since there is missing components hindering the inspection/evaluation. An analysis of the customer provided image found the tip of the device, with no sutures or anchors visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 a1, a2, a3, a4, b5, e1 and h6: patient information, event description, facility address and impact codes updated.

Event description:
It was reported that during a meniscus repair surgery, the suture of the ultra fast-fix became tangled and could not be tightened when pushing the knot after sewing. Both t implant were removed from inside the patient using suction. The procedure was resumed using an equivalent s+n backup, after a non-significant delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair surgery, the suture of the ultra fast-fix became tangled and could not be tightened when pushing the knot after sewing. The procedure was resumed using an equivalent s+n backup. It is unknown whether any delay occurred. No further complications were reported.